Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed high out of range pacing impedance suggesting lead fracture. Programming changes were performed. The patient was stable.